Event description:
It was reported that the device had difficulty sensing an arrhythmia. The intrinsic amplitudes were small, and the device was undersensing the ventricular fibrillation. The shocks that were given by the device did not convert the arrhythmia. The patient required chest compressions. Technical services discussed some programming options with the doctor. There were no known additional adverse patient effects. The system remains implanted.